Manufacturer narrative:
An event of valve under expansion and migration was reported. The event resulted in severe aortic insufficiency. Also reported that navitor did not have enough opening force and slipped outside the aortic annulus. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the reported valve migration is consistent with procedural condition. Information from field indicated that the non-uniform expansion of valve was believed to be due to calcification of annulus despite pre-dilatation. However, the exact cause could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The reported medical and surgical intervention was due to snaring of the device and valve-in-valve implant. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was successfully implanted in a patient. A pre-implant dilatation was performed using an unknown 20mm device that did not exceed the minimum annulus diameter. It was noted during procedure that the valve "popped up"/migrated after being fully deployed. The event resulted in severe aortic insufficiency. It's noted that the implant depth at 80% deployment was -4mm. The final implant depth prior to migration was 0mm and post-migration was 10mm. The valve migrated toward the aorta. There was sufficient calcium to allow anchoring of the valve in the opinion of the user. The implanter did ensure the delivery system was in a neutral position/to slight forward pressure and that the guidewire was pulled to a midventricular position to deflect nosecone. The implanter did confirm that al 3 retainer tabs successfully released using two different views. There was no entanglement with the delivery system and valve while removing the delivery system after final deployment. The valve was not re-sheathed more than two times. The implanter checked for non-uniform expansion (nue) and attempted to mitigate it, the navitor did not have enough opening force and slipped outside the aortic annulus. At 80% deployment, the implanter switched to the left anterior oblique (lao) view, confirmed with stent parallax removed, and ensured the implant depth was at an acceptable level below the annulus. However, the valve "popped up" during the remaining 5% of deployment and the release of retainer tabs. No post-implant dilatation performed. The decision was made to snare the 25mm navitor vision valve to re-position the valve above the coronary arteries. A 23mm non-abbott device was then implanted in the native aortic valve. The procedure time was extended by an additional hour and a half due to this event. The patient did not have any immediate complications. The cause of the migration is attributed to under expansion of the 25mm navitor vision valve. The non-uniform expansion of the valve was believed to be caused by calcification of the annulus despite pre-dilatation.